Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06143. It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system along with a 21mm watchman ® laa closure device & delivery system were used. The patient was on blood thinners and their activated clotting time (act) was 428. When trying to visualize the optimal location for septal crossing, the physician punctured the back wall of the aorta. The echocardiogram physician verbalized that he did not see tenting of the septum immediately prior to the puncture of the back wall of the aorta. They found a better location for crossing the septum and the case continued quickly. There was no clot visible on baseline echo or during the case. While running the release criteria immediately before device release, a clot was noticed on the echocardiogram to be contained in the transverse sinus. At the beginning of the procedure, the transverse sinus was clear of thrombus and was noticed to be sizeable, but it was identified that there was tissue separating it from the laa. The closure device was released and the procedure was completed successfully. No intervention was required to treat the thrombus since it was not in general circulation. There were no further patient complications and the patient was recovering normally.